Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021, the device has a audio alert and no low reservoir alert. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low reservoir alert functioned properly during testing using a water fill test reservoir. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Device successfully download to thus and carelink. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted in pump history download. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay and faded serial number label. The p-cap/reservoir does lock properly. Device passed functional testing. Confirmed the low reservoir alert functioned properly during testing using a water fill test reservoir. Confirmed the audio feature functioned properly during test. No audio alert anomalies noted during test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicates the pump alarm showed 0u insulin in reservoir without any pump errors. It was advised that the pump needed to be in hand for further checking. It was reported this happened previously and it was recommended to replace the pump. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.